Event description:
A report was received that the trial patient, during the placement of the second lead was experiencing a lot of pain in the lower back and there was bleeding at the incision site. The physician pulled the needles and the leads. The patient was taken to the emergency room (ER) and a magnetic resonance imaging (MRI) was taken which showed signs of subdural hematoma. The patient was not experiencing any neurological deficit related to the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.